Manufacturer narrative:
No moisture damage was found on the electronics, motor, vibrator, and battery tube assembly during the visual inspection. The insulin pump had intermittent button response due to corrosion on the keypad traces. No button error alarms were noted during testing. The insulin pump was received with a cracked case at the display window corners, cracked display window, minor scratches on the display window, and cracks on the reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed a button error which could not be cleared. The blood glucose reading was 179 mg/dl. The customer stated that the insulin pump had been exposed to rain and sweat mostly. Advised discontinuation of the insulin pump. Nothing further reported.